Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with a malfunction of not turning on. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "not turning on" was confirmed during product evaluation. The root cause was assigned to a defective main keypad. The front bezel was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.